Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification after trying to reload the cartridge onto the pump. There was no impact to the customer's blood glucose level. Customer was later able to load a new cartridge and resume insulin delivery.